Event description:
Pt in for consult and history and physical. C/o pain right breast. Upon consult pt has distortion superiorly of right breast and bil. Breast ptosis left breast distorted superiorly also. R>l. Surgery 2004. Right explant removed. Intact gel dow corning 340cc. Baker IV contractures. Capsulectomy performed left explant ruptured. Contained within pocket. Capsulectomy performed 0 siliconomas, 0 calcifications.